Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 7 devices were received for evaluation; 7 events were confirmed during testing 3 devices were found to be affected by damaged gear teeth 1 device was found to have damaged components and corrosion 3 devices were found to have damaged bearings. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 7 malfunction events, in which the device overheated, 2 reported events had no patient involvement; no patient impact 5 reported events had patient involvement with no patient impact.